Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During the service evaluation the following defects were identified: functional : fell apart - unattached knob. Missing the mode knob and the knob is not available. The system was deemed not repairable and was returned to the customer unrepaired the faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the affiliate in (B)(6) that the vapr3 footswitch device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the knob was unattached on the device. There was no procedure nor patient involvement reported. No additional information was provided.